Manufacturer narrative:
(B)(4). Batch # u5d85g. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received fully fired with the several staples b-form on the deck and with the reload deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the right lower lobectomy surgery, could not fire when severing pulmonary fissure tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.